Event description:
It was reported that prior to starting a da vinci si sacrocolpopexy procedure, the surgical staff reported seeing broken wires with the mega suturecut needle driver instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint of broken wires. The instrument's grip cable was found to be frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist. Other cables at wrist were not damaged. Engineering evaluation also found a derailed grip cable at the distal idler pulley. The grips were able to open and close. Engineering concluded that the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. Engineering evaluation also noted that the fleet angle between the proximal and distal pulleys might have also contributed to the derailment. Engineering evaluation also found scratches on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that the main tube damage might have been due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunctions if to recur could cause or contribute to an adverse event.